Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used. According to the complainant, the snare failed. There were no reported complications as a result of this event. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the handle cannula bent and the catheter near the handle kinked. Functional evaluation was not performed due to the condition of the device. The complaint was confirmed, the handle cannula was bent, thus, not allowing the device to be actuated. Also, the device has the catheter kinked near to the handle, this condition possibly caused the handle cannula to hit against the catheter, kinking the handle cannula, during the procedure. The most probable root cause of the event is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used. According to the complainant, the snare failed. There were no reported complications as a result of this event. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.